Event description:
It is reported that the device was implanted in 2007. Post-op, the device fractured. No revision surgery is planned at this time. The device remains in the pt.

Manufacturer narrative:
This report will be amended when our investigation is completed.